Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Concomitant medical products: kne-ascent-bearings-unk; p/n: unk, l/n: unk, kne-ascent-femorals-unk; p/n: unk, l/n: unk, kne-ascent-tibial tray-unk; p/n: unk, l/n: unk, kne-ascent-patellas-unk; p/n: unk, l/n: unk. Customer has not indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2020 - 00517, 0001825034 - 2020 - 00518, 0001825034 - 2020 - 00519. Product location is unknown.

Event description:
It was reported the patient is being considered for a revision procedure due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and no further information has been provided.

Event description:
From additional information received, it was reported that the surgeon wanted to replace articular surface prosthesis, but the tibial component was not completely fixated. All products were removed and replaced by competitor products.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.